Manufacturer narrative:
The sample has not yet been received for analysis. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unk which contributed to the event. Refer to 3006186389-2014-00005 for the description of the second report. This is a report received form a patient regarding an allergic reaction in her left eye (os), experienced during contact lens wear "two months ago" (date unspecified). The patient stated that after a few hours of wear, she began to experience discomfort, itching and swelling os. The next day, the patient's symptoms worsened and included pain and "decreased visual acuity" os. The patient immediately sought medical attention from her eye care provider (ecp) and was prescribed tobramycin (one drop, four times daily), and vigamox (one drop, four times daily) for one month. The patient further stated that the ecp tapered her prescriptions to twice daily (date unspecified). On (B)(6) 2014, the ecp advised the patient to discontinue the prescriptions and to only wear her glasses until she can be fitted for new contact lenses on (B)(6) 2014. Additional info received from the ecp, via adverse event form indicated the event occured on (B)(6) 2014 and involved the patient's right eye (od), not their os. The contact lens had been continuously worn od for three days. A culture was performed and the results are unk/inconclusive. The patient presented with severe pain, severe redness and watery discharge od. The patient experienced a moderate anterior chamber reaction. The ulcer was located in the central 4-6 mm of the cornea. The size of the ulcer was 2-3 mm. Three infiltrates were observed, the largest being 1 mm and located peripherally and permanent scarring was noted. The event has resolved and as previously reported, the patient was advised to only wear their glasses until they can be re-fit for contact lenses. Best corrected visual acuity prior to the event is unk. Best corrected visual acuity post-resolution is 20/20.